Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: the patient presented with dvt and a contraindication to anticoagulation, therefore, vena cava filter placement was indicated. Access was gained to the right common femoral vein and a venacavagram was performed. The location of the renal veins was identified and the filter was deployed in the infrarenal ivc without incident. The patient was hemodynamically stable at the conclusion of the procedure. Approximately three months post filter deployment, the patient presented for retrieval of the filter. The right internal jugular vein was accessed and a venacavagram was performed. Filter limbs were seen extending beyond the confines of the ivc wall, therefore, the decision was made to not retrieve the filter. The patient was in stable condition at the conclusion of the procedure and admitted to further assess the position of the filter. A CT scan performed demonstrated the filter with the apex obliquely oriented and lying against the wall of the ivc. Several of the filter limbs were extending beyond the confines of the ivc wall. The decision was made to leave the filter in place, as the patient was asymptomatic. The patient was discharged the next day in good condition. Image/photo review: as medical images and photos were not provided, a review could not be performed. Conclusion: the device was not returned. Images were not provided. Medical records were provided and reviewed. A vena cava filter was successfully deployed. Three months post filter deployment, during a retrieval attempt the filter limbs were seen extending beyond the confines of the ivc wall. A CT scan then identified the apex of the filter to be against the wall of the ivc. Based on the provided medical records, the investigation can be confirmed for a tilted filter and perforation of the ivc wall. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: movement, migration or tilt of the filter are known complications of vena cava filters; perforation or other acute or chronic damage of the ivc wall; filter tilt; filter malposition. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that a vena cava filter was deployed successfully, the reason for the filter deployment was not provided. No alleged deficiency with the device was reported. No other information regarding this event was provided. The patient status at this time is unknown. New information received: medical records were received and reviewed. Approximately three months post vena cava filter deployment, for a history of dvt and a contraindication to anticoagulation, the patient presented for retrieval of the filter. A venacavagram demonstrated filter limbs extending beyond the confines of the ivc wall; therefore, the decision was made to not retrieve the filter. The patient was stable at the conclusion of the procedure and admitted for further assessment of the filter. A CT scan performed demonstrated a tilted filter with several limbs extending beyond the confines of the ivc wall. The decision was made to leave the filter in place as the patient was asymptomatic. The patient was discharged the next day in good condition. No additional information surrounding this event was provided in the medical records received.